Event description:
The manufacturer received information alleging headaches and sinus infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h9 captured incorrectly in previous report, it has been corrected and updated in this report.